Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure code 550:320:654:000 was confirmed and reproduced during product evaluation. The cause of the reported condition was determined to be a loose p12 connector from the rear inverter harness to the speaker harness. The p12 cable was reconnected to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 550:320:654:0000, which was identified upon power-up in the central supply department. During product evaluation it was found that the pump's main speaker and rear inverter were disconnected, indicating that the device failed to audibly alarm. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.